Manufacturer narrative:
The actual complaint product was not returned for evaluation. The device history record for the reported lot number, 21020311, was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. All information reasonably known as of (B)(6) 2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury. H3 other text : the device was not returned.

Event description:
It was reported a lung placement event occurred using the cortrak device. No additional information was provided. Additional information received (B)(6) 2022 stating, the device was placed in the left lung, prior to cortrak insertion a sump tube was also placed in this patient¿s lung. The tube placement occurred on (B)(6) 2022 at 2pm. The patient was not intubated at time of tube placement. The incident was identified and visualized while the patient was getting intubated. The clinicians "did not see lung placement until patient went for intubation. Team needed a mac blade to place intubation tube--they believe this patient had 'weird' anatomy." A kub [kidneys, urethra and bladder] x-ray exam is ordered for post pyloric placements and if clinician is unsure of where tube is. No other confirmation for confident gastric placements. The patient had sump tube attempts also placed in patient¿s lung prior to cortrak tube. At present the ICU [intensive care unit] is not aware of current patient status [the patient] was in their ICU until the following week and then went up to the surgical trauma ICU. The clinician stated they "know nothing is wrong with the machine."

Manufacturer narrative:
The sample was not provided. However, the user facility did provide copies of tracings of incident. The avanos cross-functional team reviewed the tracings provided and determined multiple tracings showcased the tube tip entering the left lung area and that none of the tracings (in any view) showcased a typical placement pattern. Additionally, representative reported "they (customer) believe this patient had ¿weird¿ anatomy" and ¿clinician stating they know nothing is wrong with the machine". Per cortrak 2 eas operator's manual, there is a warning that, "the transmitting stylet tip position and track displayed on the cortrak 2 monitor is affected by many variables including receiver unit (ru) positioning on the patient, patient size and build, anatomical variances, and movement of the receiver unit relative to the patient." The root cause was determined to be "user: incorrect use". All information reasonably known as of 23-nov-2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint comp-ghc-22-03456. This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Event description:
Additional information received 31-oct-2022 stated the tube placement occurred at "0200."